Manufacturer narrative:
Method - use testing: the isolate was tested at microscan using microfast 7j panel. Results - incorrect data definition - discrepant results were not confirmed. Conclusion - design deficiency - the microscan testing did not confirm the misreads.

Event description:
A customer complaint was received for seven s. Agalactiae isolate with multiple antibiotic misreads. See mdrs 2919016-2014-00001 through 291906-2014-00007. Initial testing did not confirm the customer results but on retest the results were duplicated. It is unk if the patients were treated based on the discrepant results or if there was a delay in treatment. Siemens conducted the field correction, internal number (B)(4), FDA number z-1272-2013 on 03/06/2013, for false skipped wells and false susceptible misreads with s. Agalactiae affecting multiple antimicrobial agents on microscan microstrep plus type 1 panels ((B)(4)), microstrep plus type 5 panels ((B)(4)), microfast type 5j panels ((B)(4)) and microfast type 7j panels ((B)(4)). The customer letter stated results should be visually verified for s. Agalactiae isolates on the above panel types. A review of complaints associated with this field correction determined a MDR was needed.